Manufacturer narrative:
Device is combination product. Initial reporter facility name: (B)(6).

Event description:
(B)(6). It was reported that the subject died. In (B)(6) 2017, the subject presented with silent ischemia and was referred for elective cardiac catheterization. The target lesion was located in mid right coronary artery (rca) extending to distal rca with 95% stenosis and was 32 mm long with a reference vessel diameter of 3.50 mm. The target lesion was treated with predilatation and placement of 3.00 x 24 mm and 3.50 x 16 mm study stents. Following post dilatation, the residual stenosis was 0%. Two days later the subject returned to the catheterization lab for stent placement to the target lesion located in proximal left anterior descending artery (lad). The target lesion #1 (sp1) was identified in proximal lad with 80% of stenosis and was 16 mm long with a reference vessel diameter of 3.00 mm. The target lesion was treated with direct placement of 3.00 x 20 mm synergy stent. Following post dilatation, the residual stenosis was 0%. The subject was discharged on dual antiplatelet therapy. In (B)(6) 2018, the subject expired. The cause of death was unknown and it was unknown whether an autopsy was performed or not. It was further reported that the subject expired at home. Additional information received stated per family physician, on (B)(6) 2018, the subject's wife found him lifeless and he died at home.

Event description:
(B)(4) clinical study. It was reported that the subject died. In (B)(6) 2017, the subject presented with silent ischemia and was referred for elective cardiac catheterization. The target lesion was located in mid right coronary artery (rca) extending to distal rca with 95% stenosis and was 32 mm long with a reference vessel diameter of 3.50 mm. The target lesion was treated with predilatation and placement of 3.00 x 24 mm and 3.50 x 16 mm study stents. Following post dilatation, the residual stenosis was 0%. Two days later the subject returned to the catheterization lab for stent placement to the target lesion located in proximal left anterior descending artery (lad). The target lesion #1 (sp1) was identified in proximal lad with 80% of stenosis and was 16 mm long with a reference vessel diameter of 3.00 mm. The target lesion was treated with direct placement of 3.00 x 20 mm synergy stent. Following post dilatation, the residual stenosis was 0%. The subject was discharged on dual antiplatelet therapy. In (B)(6) 2018, the subject expired. The cause of death was unknown and it was unknown whether an autopsy was performed or not. It was further reported that the subject expired at home. Additional information received stated per family physician, on (B)(6) 2018, the subject's wife found him lifeless and he died at home. It was further reported that stent thrombosis possibly occurred.

Manufacturer narrative:
Device is combination product. (B)(6).